Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adrenal disorder ("adrenals fatigued") and was found to have hormone level abnormal ("harmones adjusting"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adrenal disorder and hormone level abnormal outcome was unknown. The reporter considered adrenal disorder, hormone level abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adrenal disorder ("adrenals fatigued"), blepharospasm ("eyelid twiching"), vision blurred ("blurry vision") and eyelid pain ("sores lids") and was found to have hormone level abnormal ("harmones adjusting"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adrenal disorder, hormone level abnormal, blepharospasm, vision blurred and eyelid pain outcome was unknown. The reporter considered adrenal disorder, blepharospasm, eyelid pain, hormone level abnormal, medical device removal and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new events blurry vision , eyelid twitching and eyelid pain were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adrenal disorder ("adrenals fatigued"), blepharospasm ("eyelid twitching"), vision blurred ("blurry vision") and skin lesion ("sores lids / sores that looks like zits on lids") and was found to have hormone level abnormal ("hormones adjusting"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adrenal disorder, hormone level abnormal, blepharospasm, vision blurred and skin lesion outcome was unknown. The reporter considered adrenal disorder, blepharospasm, hormone level abnormal, medical device removal, skin lesion and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: upon internal coding review the event "sore lids" was reworded as "sores lids / sores that looks like zits on lids", also the coding was changed from "sore lids" to "skin lesion on eyelids" to better fit the event description. No further changes performed in the case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adrenal disorder ("adrenals fatigued") and was found to have hormone level abnormal ("hormone's adjusting"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adrenal disorder and hormone level abnormal outcome was unknown. The reporter considered adrenal disorder, hormone level abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.